Event description:
The consumer had the needle break off in her abdomen. The needle was surgically removed. On a separate occasion, an additional needle broke off in the injection site. The consumer went to the emergency room and an x-ray and ultrasound were performed. The needle was not located.

Manufacturer narrative:
The actual devices involved in the incidents were discarded, and are not available for evaluation. The consumer will be sending back representative units for investigation. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted. (B)(4).